Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to 24 mg/dl and that she was hospitalized as a result. The customer had primed her insulin pump and filled the cannula when someone else noticed that her blood glucose was low. The customer believes that the hypoglycemic event was caused by the need to make adjustments to her insulin pump settings. The customer has been in touch with her endocrinologist to make the appropriate adjustments. No products were returned or replaced.